Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient died in january. According to the physician, the death was not due to the current issue. The cause of death would be a heart failure and infection.